Event description:
It was reported that during angioplasty of a heavily calcified lesion in the distal left anterior descending artery (lad), an attempt was made to direct stent the xience prime 2.5 x 33; however, the stent could not cross the lesion. Then, the vessel was pre-dilated and tried to cross the xience prime 2.5 x 38, but also the stent could not cross. The physician then tried the xience prime 2.75 x 38, but still could not cross. The stent was removed from the anatomy and performed balloon angioplasty only. The patient is doing fine and stable. The procedure lasted for 30-45 minutes. There was no clinically significant delay. Additional information reported that during removal of the 2.75 x 38 xience prime sds, the stent moved from the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned rx xience prime stent delivery system (sds) found that the stent implant was loose on the balloon, confirming the reported event that during removal of the sds the stent moved. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.